Event description:
Distal cutting tip of arthroscopy shaver detached during use. Attempts to locate missing part -3mm x 1.5mm- arthroscopically were unsuccessful. Fluoro c-arm was used to look for the foreign object and did not show up under fluoro. Pt advised of possibility of foreign object left in the incision. Physician could not rule out possibility that foreign object had washed out of sterile field. Report completed. This device is connected with smith nephew dyonics arthroscope set, model dyocam3000. The shaver unit itself is a turbovac90 3.5mm 90 deg. Suction cat no./ref: as1335-01 lot no./ 4g16550-a. We routinely use this device and this is the first report of this type of failure.